Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: e1: the reporter¿s complete facility name was not provided. Investigation summary ==> the product has not returned to j&j medtech orthopaedics, however photos were provided for review. Visual inspection of the returned photos found that the anchor was still attached to the inserter. The anchor was stripped and cross threaded at the distal end. As the device show signs of use, the reported complaint of failure without use cannot be confirmed. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would contribute to the complained device issue. Based on the investigation findings, the potential cause can be traced to the procedural variables, such handling of the device or product interaction during the procedure. As per IFU; do not apply a bending force to the inserter. This can damage the anchor or inserter tip. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a total hip replacement procedure, upon opening the packaging of the 5.5 healix advance br w/ocord device, it was discovered that the anchor's threads were uneven, preventing successful implantation into the patient. During the in-house engineering review of the returned photos, it was found that the device was stripped, worn, twisted, and cross-threaded. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.